Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient stated to company representative that "I went to my doctors office and they used half of the juvederm syringe around my lips as I have sensitive skin and was worried about side effects. Since I want to use the rest of the syringe on a subsequent visit, the office told me that they would store the half used juvederm syringe in the fridge and use a new needle for my next appointment."